Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where multiple patient and patient data was not crossing over. A technical support specialist (tss) checked health sight viewer (hsv) and found that active directory (adt) had been down for the past two hours. The tss restarted the services, ran a query, and confirmed that everything was working. After rechecking hsv and verifying that all functions were operating correctly, the tss contacted the customer, who confirmed that everything was working properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing, and user was unable to view the complete patient list. The customer attempted to add a temporary patient, but the entry still did not cross over to the station or server. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.